Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was making noises. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "unit making noise" issue. The fse tested the unit by letting the unit run with the balloon for 30 minutes and there were no unusual or loud noises present. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.